Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events - 5 events were reported for this quarter. Product return status - 1 device was available for evaluation but has not yet been received. 4 devices were not available to stryker for evaluation. Additional information - 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device reportedly overheated. 3 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact. 1 event had no information received.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 5 total events were initially reported. 1 previously reported event is included in this follow-up record. Product return status 1 device was not available for evaluation.   Additional information 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused. H3 other text : device not returned.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device reportedly overheated. 3 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact. 1 event had no information received.